Event description:
The femoral lifter broke during anterior total hip replacement. The bolt snapped inside the hook post which resulted in a small femur fracture for the patient. The surgeon is aware and no further medical intervention/treatment was required to the femur fracture.